Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected power supply assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's light emitting diode indicator was flashing. The customer reported observing the 5a fuse (f301) located at the power supply printed circuit board was burnt. The determined the most likely cause of the reported event is the power supply assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect power supply assembly for investigation. An evaluation of the component could be confirmed and duplicated. The unit under testing was tested and found to have a failed component q210 of the l-board. This issue will be internally investigated within vyaire.